Event description:
To summarize this event, a 25mm amplatzer multi-fenestrated septal occluder was deployed without incident. Upon procedural tee review, a pericardial effusion was noted and the device was retracted back into the sheath and a pericardiocentisis was performed. The patient was sent to surgery for surgical closure of the defect and perforation repair. It is unknown at this point whether the perforation was caused by the guidewire, sheath or device. There was no effusion noted prior to the procedure. Additional information for this case have been requested; however, medical records and images were not provided due to the hospital¿s hipaa regulations.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer multi-fenestrated septal occluder involved in this incident since it was discarded post- cath lab procedure. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's pericardial effusion remains unknown. If further information is received, a supplemental report will be filed.